Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the lips with an unspecified juvéderm®. The patient experienced a ¿2nd degree burn¿ that spread to the top the nose, all over the mouth area, and a ¿rash¿ started down to the neck. The patient was treated with cortisone cream. Event status is unknown.